Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate was used with a viaflo bag that contained particles after activation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation still coupled with the viaflo bag and the drug vial. Visual inspection of the viaflo bag noted small, white particles (approximately 1 mm in diameter) floating in the solution. The vial-mate was detached from the viaflo bag, and visual inspection of the viaflo bag septum surface identified craters, indicating that the particle in the bag was a fragment of the septum. Visual inspection of the vial-mate needle found that the needle was not bent. The reported condition was verified. The cause of the particulate matter was determined to be coring of the septum upon the viaflo bag/ vial-mate interface; however, the cause of the coring was not determined. Should additional relevant information become available, a supplemental report will be submitted.